Event description:
The clamp went loose twice when the surgeon clamped the aortic before the incision (decreasing of an abdominal aneurysm). The surgeon used another device to operate. The control which made during the preparation of the material was correct. There was no injury for the pt.